Event description:
The customer reported that they had an xhibit central station that was overheating and would shut down. The unit was received by spacelabs healthcare and the reported problem was verified. The technician reported the issue was due to a non-functional fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.